Manufacturer narrative:
Patient information was unavailable from the site. The site has not returned the probe instrument. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigated probe instrument was inaccurate. The medtronic representative reported that the instrument was inspected and determined that the probe instrument was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to use a different probe for the procedure and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the alleged inaccuracy was about 3mm. And that the site was not interested in replacing the instrument (per the reported event the doctor had back up instrumentation available).